Event description:
The trilogy evo demonstration ventilator was returned and evaluated by a third-party service center for the allegation the device gave a "red alarm" and the device was inoperative, the device evaluation found a ventilator inoperative code present in the error log that indicates the oxygen (o2) proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open which required replacement of the oxygen blending module to address the issue. Additional findings not related to the malfunction/issue: the system printed circuit board assembly was replaced to address the non-critical issue of the sensor offset during drift calculation being too high. Preventative maintenance was completed on the device. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.